Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device system for meter 1 ((B) (4), strip lot 551071, exp. 11/30/2010). (B) (4)

Event description:
Caller reportedly received the following results on two different inform meters, compared to lab results, within 10 minutes: 1) 102 mg/dl (meter used unknown) 2) 19 mg/dl (lab) 3) 118 mg/dl (meter used unknown) 4) 22 mg/dl (lab) caller is not sure which meter produced the results. Meters in question are: meter 1 - (B) (4) meter 2 - (B) (4) no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking when torque was applied to the instruments. The leaking was enough that the tank had to be changed. All four trocars were discarded. (B)(4)